Manufacturer narrative:
Additional information received indicated that the patient reported flashes and floaters post-op. That the lens was explanted on 1/16/2018. Therefore, the following fields were updated accordingly: age/date of birth: (B)(6). If implanted; give date(s): (B)(6) 2017, if explanted; give date(s): (B)(6) 2018. (B)(6). Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There are no discrepancies found during the mrr (manufacturing record review). The units were manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event - exact date of event is unknown, best estimate is between 2017- (B)(6) 2018. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol), 23.0 diopter was explanted from the right eye (od) of a female patient. Reportedly, the patient was unhappy due to blurry vision so the lens was replaced with the same model but lower diopter lens (22.5). There was no incision enlargement done, no vitrectomy performed and no sutures required. There was no patient post-op injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/16/2018. Device returned to manufacturer? Yes. An additional (B)(4). Evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection using microscope magnification was performed. A line was observed in the middle of the lens that is consistent with a unit that has been cut during surgical process. Residue of viscoelastic was detected on the lens. The complaint issue reported could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.